Event description:
It was reported that this patient had a hard fall about 7 to 10 days after implant. The right ventricular (rv) lead, daily measurements showed a threshold rise and an r-wave decrease, about the same time of fall. It was determined that the rv lead had dislodged. The patient is not dependent; however, does have a history of 4-5 second pauses, thus this lead was revised, the day after this report. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.